Manufacturer narrative:
(B)(4).

Event description:
It was reported that "there was no problem at stapling during use at first. However, after a while, the staple was not fired even though the user squeezed the trigger. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis a device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "there was no problem at stapling during use at first. However, after a while, the staple was not fired even though the user squeezed the trigger. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. The trigger was returned not engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire the staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples were released due to the severe misalignment of the staples. Multiple attempts were made; however, no staples were fired. It appeared that the misalignment of the staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. The cover block was observed to be chipped. In addition, die casting anomalies were discovered on the forming tool. Actions to address this issue of chipped cover blocks for visistat 35w were established as part of a non-conformance, which was closed on 20-feb-2025. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled. Die casting anomalies on the forming tool and a chipped cover block was observed. Actions to address this issue of chipped cover blocks for visistat 35w were established as part of a non-conformance, which was closed on 20-feb-2025. A device history record review could not be performed as no lot number was provided. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "there was no problem at stapling during use at first. However, after a while, the staple was not fired even though the user squeezed the trigger. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred."